Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed upstream occlusion test, which was reproduced during evaluation. The evaluator found the pump unable to properly detect an upstream occlusion during testing. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the upstream occlusion test. The event happened during testing at the biomed service. There was no patient involvement. No additional information is available.